Event description:
It was reported that inter operative testing performed showed all contacts had impedances greater than 10,000 ohms and there was no stimulation. It was indicated there could have been a "possible event" during (B)(4) class. The implantable neurostimulator (ins), lead and extension were explanted and replaced. There were no patient symptoms or injuries related to the event and patient recovered without sequela.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 355029, lot# n114528, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type accessory; product ID 3550-39, product type accessory. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the stimulator found insignificant anomalies, however, it was functionally okay. Final analysis of the lead found it was overstressed and damaged as seen by all the conductors being broken. Final analysis of the stimulator port plug found no significant anomalies. Final analysis of the anchor found no significant anomalies.